Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
A consumer reported having essure inserted in 2012. Immediately after insertion her body rejected the procedure. She felt like little gremlins were just trying to claw their way out, her legs started to tremor and she threw up a couple of times. She then started having infection after infection having to do with her female organs and constant lower abdominal pain. She had essure implants removed, but that did not end her pain. In 2013, her ob pain specialist suggested an x-ray be compared with an earlier CT scan which verified that when her doctor removed essure laparoscopically, the device broke and pieces were left inside. She had a hysterectomy in 2013. Additionally she provided other side effects, some still trying to resolve: acne around her neckline and chest, digestive issues, food allergies/sensitivities, fatigue worsened, seasonal allergies, abdominal bloating, increase anxiety, blurred vision on occasion, loss of motivation for daily/social/other activities, 3 broken teeth (while flossing).